Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2007: (B)(6) hospital. (B)(6) , md. Radiology-CT abdomen/pelvis. Impression: dehiscent lower anterior abdominal wall rectus abdominis with underlying extra-peritoneal old midline surgical mesh or drain. Dilated small bowel extends to a right paramedian hernia in this region, suggestive of a small bowel obstructing hernia. Additional umbilical fat containing and right para-umbilical mesentery containing uncomplicated hernias. Small hiatal hernia with distal esophageal mild wall thickening - ?inflammatory. On (B)(6) 2007: (B)(6) internal med clinic. (B)(6) , md. Office notes. Decided to cancel ventral hernia repair, states is not bothered by the pain at this point and doesn¿t think she can afford it so decided not to go through with it. Did not start simvastatin for hyperlipidemia because it was too expensive and couldn¿t afford it. Cancelled nephrology appointment for hypertension as well as her stress test due to cost. Did increase metformin since last visit, but hasn¿t check her blood sugars at all so doesn¿t how they are doing. Past medical history: diabetes mellitus type 2, uncontrolled. Morbid obesity, asthma. Past surgical history: tubal ligation 1980. Weight 145.2 kg, bmi 49. Impression: diabetes mellitus¿uncontrolled. On (B)(6) 2008: (B)(6) internal med clinic. (B)(6) , md. Office notes. Presents with complaint of constant pain at the side of abdominal hernia. Last winter was planning to have hernia repaired. Ultimately decided not to have it repaired. Over the past few months the hernia seems to be bothering her more frequently, to the point that it is now bothering her constantly. It is a constant dull pain in mid abdomen. Blood sugars remain inadequately controlled. Weight 138.4 kg, bmi 46. Exam: abdominal hernia present but nontender to palpation, reducible. Impression/plan: diabetes mellitus¿historically poorly controlled. Abdominal hernia¿referred back to surgery to be reevaluated. On (B)(6) 2008: (B)(6) hospital. Nursing admission history. Previous surgeries: abdominal hernia repair 4 times, 1986, 1991, 1994, and 1998. On (B)(6) 2008: (B)(6) hospital. (B)(6) , md. Radiology-CT abdomen/pelvis. Findings: small hiatal hernia. Post-op changes of low ventral hernia repair again noted with a loop of small bowel again herniating into the rectus sheath. More superiorly, a newly seen hernia is present containing a short portion of colon; the posterior bowel wall is not definitely involved. Wall thickening and subtle fat stranding is present as well. Separate from this is a fatty umbilical hernia. Impression: new colon-containing ventral hernia with wall thickening and subtle surrounding fat stranding. This may represent a richter hernia vs. Simply a very short segment incisional hernia. On (B)(6) 2008: (B)(6) hospital. [Illegible]. Preanesthetic evaluation. Asa physical status: 3. Weight 136 kg. On (B)(6) 2008: (B)(6) university hospital. (B)(6) , do. Emergency room visit. Presents with complaint of abdominal pain generalized over abdomen. Lasting since this morning. Location of pain upon onset was periumbilical and the right lower quadrant. Impression: abdominal pain. Disposition: home. On (B)(6) 2008: (B)(6) university hospital. (B)(6) , md. Progress note. Presented to clinic on 09/02 with large suprapubic abscess and admitted. Was unable to be taken to the operating room for incision and drainage due to recent cardiac history significant for myocardial infarction in 08/08, placement of stent and initiation of plavix. Transferred to ICU for I&d at bedside. Post op day #1 I&d of abscess. Doing well with no complaints. On (B)(6) 2008: (B)(6) university hospital. [Ni]. Microbiology. Culture, anaerobic. Received: (B)(6) 2008. Resulted: (B)(6) 2008. Specimen/source: anaerobe/abd abscess. Gram stain: heavy polys, no organisms seen. Culture result 1: scant enterobacter cloacae. On (B)(6) 2008: (B)(6) university hospital. (B)(6) , md. Progress note. Addendum: had a long talk with patient and her husband about the care plan. Will go home with standard wet to dry dressings for her suprapubic abscess and the ir drain in place behind the mesh. Unfortunately we didn¿t get much bacterial speciation information, so I¿ll send her home on by mouth cipro. I emphasized that she will need an eventual operation for mesh removal and primary hernia repair, but that we need to work with her medicine and cardiology physicians to optimize her health before undertaking this. Needs to recover from her recent myocardial infarction and undergo cardiac rehab. I told her I would think about scheduling her surgery sometime in the winter. They both appear to understand and agree with this plan. On (B)(6) 2009: (B)(6) university hospital. (B)(6) , mt. Microbiology. Culture anaerobic. Source: fluid. Body site: abdomen. Anterior abdominal wall fluid collection. Final report: scant enterococcus species, moderate pseudomonas aeruginosa, moderate citrobacter koseri, moderate bacteroides eggerthii. Stains: gram stain. Scant polys, no organisms seen. On (B)(6) 2009: (B)(6) university hospital. (B)(6) , mt. Microbiology. Culture anaerobic. Source: abscess. Final report: moderate pseudomonas aeruginosa, moderate enterococcus species, heavy bacteroides uniformis, moderate anaerobic gram positive cocci. Gram stain: heavy polys, heavy gram positive cocci. On (B)(6) 2009: health care university hospital. Laura l. (B)(6) , rn. Op/procedure notes. Explanted mesh taken by dr. (B)(6) for research. On (B)(6) 2009: (B)(6) university hospital. (B)(6) , md. Radiology-abdomen ap. There is a moderate amount of gas and stool throughout the colon extending to the rectum. No dilated loops of small bowel identified. There are overlying scattered clips and rings from abdominal mesh. The drain has been removed since the prior CT scan. Impression: a large amount of stool and a moderate amount of gas in the colon presumably constipation. Cannot rule out a partial distal colonic obstruction if this is of clinical concern. On (B)(6) 2009: (B)(6) internal med clinic. (B)(6) , md. Office note. Since last visit has been hospitalized for removal of infected mesh. Tolerated surgery well and is doing great regarding incision site, though hernia is still there as mesh was removed. On (B)(6) 2010: (B)(6) internal med clinic. (B)(6) , md. Office note. Presents with ventral hernia underwent surgical mesh placement in (B)(6) 2008 and removal of the mesh in (B)(6) 2009 for chronic infection and abscess formation. Reports doing well except that over the past few days noticed swelling in abdomen. One of the 2 are getting large. The swelling is painful on standing and deep palpation. Exam: 2 well healed scars present over the right upper quadrant region and infraumbilical midline scar. The first lump is noted in the upper left periumbilical region about 1 cm in size, non tender, mobile. The second lump is felt in the upper right umbilical region about 1-2 cm in size mobile to fluctuant, mildly tender on palpation. Diagnosis: anterior abdominal wall swelling and 2 lumps noted. Go ahead and get CT abdomen with contrast for better evaluation of the swelling. On (B)(6) 2010: (B)(6) internal med clinic. (B)(6) jr., md. Office note. Comes in today with right lower abdominal pain. Seen in emergency room 2 days ago for same symptoms, had CT scan of abdomen, sent home to follow up with primary care provider in case the pain continues. Also complained of constipation that has been going on for about a week. Continues to have abdominal pain and rates abdominal pain as sharp burning pain in the right lower quadrant that is 8/10 in intensity. Exam: multiple surgical scars noted in the abdomen. Two palpable masses in the midabdomen which are nontender. Right lower abdominal tenderness. Diffuse abdominal tenderness also present, more prominent in the left lower quadrant too. Impression/plan: given history of multiple lower abdominal surgeries and multiple prior hernia repairs, differential that needs to be excluded is incarcerated hernia. Will send to emergency room for further evaluation. On (B)(6) 2010: (B)(6) university hospital. (B)(6) , md. Radiology-CT abdomen. Findings: unchanged anterior abdominal wall hernia repair with fat-stranding and residual fat-containing ventral hernia. Fat-stranding may represent scarring however an infectious/inflammatory process cannot be entirely excluded. On (B)(6) 2010: (B)(6) university hospital. (B)(6) , md. Discharge summary. Admitted for the evaluation and management of chronic abdominal pain and constipation. Getting better with conservative management. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6) health care. (B)(6) md. Admission note. Presenting complaint: abdominal pain and nausea of one day duration. History of present illness: known diabetic and hypertensive with a history of multiple hernia operations in the past now presents with complaints of increasing and abdominal pain of one days duration associated with swelling in the periumbilical region. Swelling has been present for the last one year. She has had hernia in periumbilical region since 2003 and it has been painful the last six months. Exam: abdomen: umbilical hernia is present. On palpation a 3 x 3 cm hernia is present inferior to the umbilicus and to the right of the midline, it is tender to palpation. A second hernia is present 4 cm above the pubis to the right of the midline. This measures 4 x 4 cm in size and is also tender and irreducible. Other hernial orifices appear normal. CT scan done on february 16, 2007 shows a dehiscent lower anterior abdominal wall rectus abdominis with underlying extraperitoneal old midline surgical mesh for drain and dilated small bowel extends to the right paramedical hernia in this region, suggestive of small bowel obstruction. Additional umbilical fat-containing and right paraumbilical defect containing uncomplicated hernias are present. Plan: admit patient. Keep her npo [nothing by mouth], start on IV fluids, pass a nasogastric tube and try and decompress her bowel. In case the pain does not settle down we will consider taking her for surgery and surgical repair of the hernia. (B)(6) 2007: (B)(6) hospital. (B)(6) discharge summary. Admitted with features suggestive of incarcerated incisional hernia. She did well overnight and by the next day her symptoms had settled down and her diet was gradually advanced. At the time of discharge her abdominal pain has resolved and she is tolerating a regular diet. We shall plan on elective hernia repair at a later date. (B)(6) 2008: (B)(6) hospital. (B)(6) md. Radiology-CT pelvis. Indication: abdominal pain. Post op changes of low ventral hernia repair again noted with a loop of small bowel herniating into the rectus sheath. More superiorly, a new seen hernia is present (2/55) containing a short portion on colon; the posterior bowel wall is not definitely involved. Wall thickening and subtle fat stranding is present as well. Separate from this is a fatty umbilical hernia. No bowel obstruction. Impression: new colon-containing ventral hernia with wall thickening and subtle surrounding fat stranding. This may represent a richter hernia versus simply a very short segment incisional hernia. (B)(6) 08: (B)(6) health care. (B)(6) , md. Admission note. History of a ventral hernia who presents today with a 2 day history of right lower quadrant abdominal pain which has been persistently worsening and increasing intensity throughout the night. She states she has normal bowel movements, however, she does suffer from chronic constipation. Patient states her last ventral hernia repair was done with mesh in 1998 and was done her at the university hospital by dr. (B)(6) and states that colonoscopy done in boone in 2005 which was unremarkable. Past medical/surgical history: diabetes, hypertension, gerd [gastroesophageal reflux disease]. She has had 4 hernia repairs. Last in 1998. Hysterectomy in 1985 which was the cause of her hernias. She had an open cholecystectomy and a tubal ligation. Current medications: glyburide. Metformin. Exam: abdomen: midline infraumbilical hysterectomy incision which appears to have a small hernia that appears to be slightly tender. She does have a hernia in her umbilicus which was nonreducible. Mild tenderness in her right lower quadrant with a bulging there. CT scan of the abdomen and pelvis shows a new colon containing ventral hernia with wall thickening and a little surrounding fat stranding which may represent a registered hernia versus a short segment of incisional hernia. No bowel obstruction. Assessment and plan: she has a nonreducible hernia on examination. White count is normal, as well as other labs. CT scan did show colon containing hernia. Will admit patient. Place in observation with discussion of possible surgical intervention. (B)(6) 2008: (B)(6) health care. (B)(6) , md. Operative report. Assistant surgeon: (B)(6) , md. Preoperative diagnosis: ventral (incisional) hernia. Postoperative diagnosis: ventral (incisional) hernia. Procedure: laparoscopic extensive lysis of adhesions, more than 2 hours, and ventral hernia repair with gore-tex dual mesh. Complications: none. Sponge count: complete. Blood loss: 50 ml. Fluid administered: 3200 ml of crystalloid. Blood given: none. Drains placed: none. Condition of patient: stable. Operative findings: several "swiss cheese" type defects with tightly incarcerated omentum and bowel. Lower midline large suprapubic defect. Total defect size was 17 x 23 cm and we placed a 26 x 34 cm gore-tex dual mesh. Of note, the patient had extensive adhesions throughout her abdominal cavity, not only along the midline but also laterally, which had to be taken down before the other ports were inserted and extensive adhesiolysis was done before the mesh was placed. No enterotomies were noted. Description of procedure: ¿the patient was identified in the holding area. She was placed on the operating table in the supine position and prophylactic antibiotics administered. After induction of general anesthesia and endotracheal intubation, a foley catheter was placed. The patient was prepped and draped in a sterile fashion, including an ioban drape. We made our first incision in the lateral left upper quadrant, which was extended using blunt finger dissection, down through the layers of the abdominal wall musculature into the peritoneal cavity. A balloon tipped 10 mm trocar was then inserted and pneumoperitoneum was obtained, which was confirmed laparoscopically. We then saw extensive adhesions, both in the midline of the colon to the anterior abdominal wall as well as the small bowel to the anterior abdominal wall but all adhesions were seen laterally, both on the right and the left of the midline as well, where the ports needed to be inserted. We therefore inserted another 5 mm port above the left lobe of the liver and then started our dissection in the right upper quadrant to clear the adhesions in the right upper quadrant as well as dissect the right lobe of the liver, down from the anterior abdominal wall. Once these adhesions were broken down, we turned our attention to the left lower quadrant and the adhesions were bluntly taken down. Most of these adhesions were of the omentum to the anterior abdominal wall. These were all taken down in a blunt fashion using graspers as well as sharply with scissors. Of note, no electrocautery was used during this part of the procedure. We then inserted another 5 mm trocar in the left lower quadrant. Two other 5 mm trocars were then inserted in the right upper and right lower quadrants after those areas were cleared. We then turned our attention to the midline and then started taking the colon down. Of note, we took the omentum off the anterior abdominal wall and took the peritoneum around the colon and the small bowel down, so as to not injure the colon itself. Once the hernia sac was taken down, the colon was reduced back into the abdominal wall and we visually inspected the colon and identified no areas of injury. We also worked on the small bowel, which was herniated to the lower portion of the incision and took it down in a similar fashion. Multiple hernia defects were seen in a swiss-cheese appearance throughout the anterior abdominal wall in the midline. This was extending from above the umbilicus to right above the pubis. Once we had taken down all the adhesions, we inspected the abdomen. A 360 degree look around was done. All the bowel was inspected and no evidence of perforation or leakage was seen. No bleeding was observed. We then measured the hernia defect and it was found to be 17 x 23 cm using a spinal needle and we desufflated the abdomen and then measured out 26 x 34 cm piece of gore-tex dual mesh and marked the appropriate places for trans-fascial sutures in the abdominal wall. Four quadrant gore-tex sutures were placed through the mesh and the mesh was rolled up and inserted through the 10 mm trocar site. It was positioned correctly intra-abdominally and we then used a granee needle in the standard fashion, that is by inserting some local anesthesia, first by making a skin incision and using the granee needle to grasp the gore-tex stitches in all 4 quadrants. Of note, we started with suprapubic site. Of note, before we inserted the mesh, since the hernia defect had gone down as low as the suprapubic region, we used scissors to open up the peritoneum and fanned laterally from the asis, along the course of the midline and identified the rectus abdominis muscle, seen laterally to medially and the vessels were retracted laterally due to the hernia defect within them. We then took the peritoneum off of the hernia defect and stripped it down bluntly to ensure the bladder was not adhered to the hernia. The bladder was instilled with 500 ml of methylene blue and saline and was not visualized in the hernia defect or in the suprapubic region. Most of the bladder was visualized down in the pelvis; therefore, once adequate visualization of the bladder had been achieved, we marked the space in the suprapubic region where the gore-tex trans-fascial stitch would be coming out and made sure that the bladder was cleared off of it. After this, we inserted the mesh as mentioned above and then placed the trans-fascial sutures with a granee needle as described above, started from the lower side, and then extending upwards. Once this was done, the mesh was formed in a diamond shape and was adequately tented on the abdominal wall. We then used a protacker to tack the mesh all the way around, 1 cm distance from each other to the anterior mesh, except inferiorly where we got above the level of the asis to avoid injuring any of the hypogastric nerves. We then used a granee needle to pass the gore-tex stitches multiple times in interrupted fashion to the mesh to secure it appropriately to the anterior abdominal wall. Once this had been achieved allover, we inspected the mesh and abdominal wall again and no evidence of leakage or bleeding was seen. The mesh was appropriately covering the hernia defects with coverage on either side. We then removed the ports under direct vision, relieved the pneumoperitoneum and closed the trocar sites with 4-0 monocryl subcuticular stitches and closed the rest of the incisions along with these trocar sites with dermabond. The patient tolerated the procedure well. Dr. (B)(6) was present for the procedure. I was present for the entire procedure. I agree with the resident¿s documentation of the above procedure.¿ (B)(6) 2008: health care university hospital. Implant record. Graft dual mesh 1mm thick 26 cm x 34 cm. Quantity: 1. Manufacturer and catalog number serial number: (B)(4). Site-incisional hernia. Lot number: 05512188. The record confirms a gore® dualmesh® biomaterial (1dlmc08/05512188) was implanted during the procedure. (B)(6) 2008: (B)(6) hospital. (B)(6) , md. Discharge summary. Admitting diagnosis: abdominal pain. Discharge diagnosis: ventral hernia. Presented to emergency department with a 2 day history of right lower quadrant pain that had been persistently increasing throughout the night and had become more constant. Patient was evaluated by general surgery and it was determined that she had a large ventral hernia that warranted repair. Patient was taken to operating room for ventral hernia repair with mesh which was accomplished with dual mesh. Procedure was performed without complication. After her stay in the pacu the patient was transferred to the surgical intensive care unit as was on an insulin drip postoperatively and there were no beds available on the step down unit. On july 16, 2008 reported having a bowel movement. Tolerating diet well, pain is well controlled on oral medications patient was discharged home. (B)(6) 2008: (B)(6) hospital. (B)(6) md. Radiology- xray abdomen. Reason for exam: abdominal pain. No bowel dilation. No obvious bowel obstruction is seen. New post-operative changes are seen with multiple mesh clips. Body habitus and artifact overlying the film technically limit this study and a CT of the abdomen and pelvis would be helpful to further evaluate. (B)(6) 2008: (B)(6) center. (B)(6) , md. Radiology-xray abdomen. Reason for exam: abdominal pain. Hernia repair mesh and midline surgical clips are again seen. No pathologic bowel dilation seen. The bowel gas pattern is non-obstructive. (B)(6) 2008: (B)(6) hospital. (B)(6) md. Radiology-CT abdomen. Reason for exam: fever, abdominal pain, recent hernia repair surgery. Changes of interval ventral hernia repair extending from inferior liver margin to the pubis symphysis. Marked fluid contained within the mesh, up to 9.7 x 21 x 24 cm. Hu 17-23. A thin ovoid collection anterior to the main collection is seen measuring 1.3 x 5.9 x 7 cm with hu 24. This is likely contained between anterior abdominal wall and surgical mesh. Ovoid 6.0 x 5.1 cm fluid collection hu 15 is seen within the space previously containing the hernia sac within the pannus adipose inferiorly. This extends to less than 1 cm from the skin surface. No obstruction in the bowel is seen. Splenic granulomas. Hiatal hernia. Gallbladder absent. Left lateral subcutaneous adipose increased stranding. Impression: large fluid collections within an anterior to midline ventral surgical mesh. Differential of post-surgical seroma, abscess, and/or post-surgical resolving hemorrhage/hematoma. Continued on attachment. - attachment: [section h10.11 continuation 2017233-2019-00682.pdf].

Manufacturer narrative:
Due to character/space constraints within the h10/11 narrative/corrected data field, all of the investigation information could not be included and is therefore being added as a separate attachment and should be referenced for complete investigation summary and conclusions. H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1690, 1930) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Conclusion: gore® dualmesh® biomaterial 1dlmc08/05512188. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device is preserved and maintained by the provider and thus was not able to be returned to gore for evaluation. ¿explanted mesh taken by (B)(6) dr. For research.¿ review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2021: missouri department of health and senior services. Certification of death. Date of death: (B)(6) 2021. Age at death: 78 years. Manner: natural. Cause of death: hemorrhagic shock. Cardiac arrest. Acute on chronic combined heart failure. Covid-19 infection. Significant conditions: sepsis, covid-19 encephalopathy, covid-19 coagulopathy, chronic lower extremity cellulitis, diabetes mellitus type I. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on august 9, 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, abscess, mesh removal, additional surgery. Additional event specific information was not provided.